Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (removal of left device on (B)(6) 2014 and removal of the right device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent a diagnostic hysteroscopy and operative laparoscopy with bilateral tubal ligation, and partial salpingectomy with removal of the essure device on the left. She continued to experience the events, so on (B)(6) 2016, she underwent a hysterectomy and removal of essure device on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including severe pelvic pain and heavy bleeding / irregular bleeding. The plaintiff underwent a laparoscopy with bilateral tubal ligation and partial salpingectomy with removal of the essure device on the left in 2014, but she continued to experience the events, so on (B)(6) 2016, she underwent a hysterectomy and removal of essure device on the right. The pelvic pain and bleeding resolved after the complete removal of essure. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s) / perforation fallopian tube(s)"), device breakage ("device breakage / device breakage"), embedded device ("carefully removed completely from the intrauterine component, in which it was embedded") and genital haemorrhage ("heavy bleeding / irregular bleeding / irregular bleeding") in a 35-year-old female patient who had essure (batch no. 721040x2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, gravida I, parity 1 (dob: 23nov1994), biopsy (done due to hair loss) and menarche (age menarche: 12 cycle interval 24 menses duration; 5). Allergies: nkda. Previously administered products included for an unreported indication: sulfa. Past adverse reactions to the above products included drug hypersensitivity with sulfa. Concurrent conditions included hypertension, uterine fibroids (symptomatic), uterine leiomyoma and adhesive tape allergy. Concomitant products included anaesthetics (anesthesia) and triamterene. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) / abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) -2014, 3 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss / hair loss") and dysmenorrhoea ("dysmenorrhea (cramping) / dysmenorrhea"). The patient was treated with surgery (removal of left device on 13-feb-2014 and removal of right device,total hysterectomy on 21-sep-2016), surgery (removal of left device on (B)(6) 2014 and removal of right device,total hysterectomy on (B)(6) -2016 and surgery (removal of left device on (B)(6)2014 and removal of right device,total hysterectomy on (B)(6)-2016). Essure was removed on 21-sep-2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage and alopecia had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6)2014 patient underwent a diagnostic hysteroscopy and operative laparoscopy with bilateral tubal ligation, and partial salpingectomy with removal of the essure device on the left. She continued to experience the events, so on (B)(6)2016, she underwent a hysterectomy and removal of essure device on the right. No complications or problems that occurred at the time of essure placement procedure. She did not allege that essure caused birth defects. Essure procedure:essure device threaded into the tube as per manufacturer instructions up to black line. Coils then were engaged and released. 3.5 coils seen on left.3-5 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2010: full occlusion/total bilateral occlusion ultrasound scan - on an unknown date: multiple small fibroids adenomyosis hysteroscopy: hysteroscopy showed there to be no obvious essure device in the intrauterine cavity. Laparoscopy showed that the essure device in the left, evidently during insertion had met some type of blockage and had curled around itself and was mostly in the cornual isthmic region of the left tube, it was removed in its entirety. There were no complications. (B)(6)2014, surgical pathology report: final pathologic diagnosis: essure device, left fallopian tube, removal: gross description the specimen is received fresh labeled with the patients name, medical record number and "esure from left tube" on the container and consists of an irregular metallic, coiled structure, 1.6 x 0.5 x 0.2 em. Also in the same container is an elongated silver, metallic, slightly wavy wire, 13.7 cm in length and less than 0.1 cm in diameter. (B)(6)2016, surgical pathology report: final pathologic diagnosis a. Uterus and cervix, laparoscopic-assisted vaginal hysterectomy: ¿ myometrium: adenomyosis. ¿ endometrium: weakly prouferative endometrium, negative for hyperplasia or malignancy. ¿ cervix: no diagnostic abnormality. Gross description: the specimen is received in formalin labeled with the patient's name, medical record number, labeled "uterus and cervix" on the container and consists of a uterus with attached cervix (9.7 cm superior-inferior, 7.5 cm cornu-cornu, 4.8 cm anteriorposterior; 152 g) without bilateral adnexa. The ecto cervix is tan white and smooth with a slit like os (0.7 cm in diameter). The endometrial cavity (3.6 x 3.1 cm) is lined by unremarkable endometrium (0.1-0.2 cmin average thickness). The myometrium is trabeculated and hemorrhagic, grossly consistent with adenomyosis. No nodules or lesions are identified. The serosa is smooth and free of adhesions. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tube(s),"), device breakage ("device breakage"), embedded device ("carefully removed completely from the intrauterine component, in which it was embedded") and genital haemorrhage ("heavy bleeding / irregular bleeding") in a 35-year-old female patient who had essure (batch no. 721040x2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pre-eclampsia, gravida I, parity 1 (dob: (B)(6) 1994), biopsy (done due to hair loss) and menarche (age menarche: 12 cycle interval 24 menses duration; 5). Allergies: nkda. Previously administered products included for an unreported indication: sulfa. Past adverse reactions to the above products included drug hypersensitivity with sulfa. Concurrent conditions included hypertension, uterine fibroids (symptomatic), uterine leiomyoma and adhesive tape allergy. Concomitant products included anaesthetics (anesthesia) and triamterene. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, 3 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removal of left device on (B)(6) 2014 and removal of right device,total hysterectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, vaginal haemorrhage and dysmenorrhoea outcome was unknown and the genital haemorrhage and alopecia had resolved. The reporter considered alopecia, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent a diagnostic hysteroscopy and operative laparoscopy with bilateral tubal ligation, and partial salpingectomy with removal of the essure device on the left. She continued to experience the events, so on (B)(6) 2016, she underwent a hysterectomy and removal of essure device on the right. No complications or problems that occurred at the time of essure placement procedure. She did not allege that essure caused birth defects. Essure procedure:essure device threaded into the tube as per manufacturer instructions up to black line. Coils then were engaged and released. 3.5 coils seen on left.3-5 coils seen on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion/total bilateral occlusion ultrasound scan - on an unknown date: multiple small fibroids adenomyosis hysteroscopy: hysteroscopy showed there to be no obvious essure device in the intrauterine cavity. Laparoscopy showed that the essure device in the left, evidently during insertion had met some type of blockage and had curled around itself and was mostly in the cornual isthmic region of the left tube, it was removed in its entirety. There were no complications. (B)(6) 2014, surgical pathology report: final pathologic diagnosis: essure device, left fallopian tube, removal: gross description the specimen is received fresh labeled with the patients name, medical record number and "esure from left tube" on the container and consists of an irregular metallic, coiled structure, 1.6 x 0.5 x 0.2 em. Also in the same container is an elongated silver, metallic, slightly wavy wire, 13.7 cm in length and less than 0.1 cm in diameter. (B)(6) 2016, surgical pathology report: final pathologic diagnosis a. Uterus and cervix, laparoscopic-assisted vaginal hysterectomy: myometrium: adenomyosis. Endometrium: weakly prouferative endometrium, negative for hyperplasia or malignancy. Cervix: no diagnostic abnormality. Gross description: the specimen is received in formalin labeled with the patient's name, medical record number, labeled "uterus and cervix" on the container and consists of a uterus with attached cervix (9.7 cm superior-inferior, 7.5 cm cornu-cornu, 4.8 cm anteriorposterior; 152 g) without bilateral adnexa. The ecto cervix is tan white and smooth with a slit like os (0.7 cm in diameter). The endometrial cavity (3.6 x 3.1 cm) is lined by unremarkable endometrium (0.1-0.2 cmin average thickness). The myometrium is trabeculated and hemorrhagic, grossly consistent with adenomyosis. No nodules or lesions are identified. The serosa is smooth and free of adhesions. Concerning injuries reported in this case the following one/ones were described in patient medical records: embedded device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event perforation (fallopian tube(s), device breakage, carefully removed completely from the intrauterine component, in which it was embedded, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping). Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding / irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (removal of left device on (B)(6) 2014 and removal of the right device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower had resolved and the alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent a diagnostic hysteroscopy and operative laparoscopy with bilateral tubal ligation, and partial salpingectomy with removal of the essure device on the left. She continued to experience the events, so on (B)(6) 2016, she underwent a hysterectomy and removal of essure device on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010, and reported adverse events including severe pelvic pain and heavy bleeding / irregular bleeding. The plaintiff underwent a laparoscopy with bilateral tubal ligation and partial salpingectomy with removal of the essure device on the left in 2014, but she continued to experience the events, so on (B)(6) 2016, she underwent a hysterectomy and removal of essure device on the right. The pelvic pain and bleeding resolved after the complete removal of essure. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. This case was classified as incident since a device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.